Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4), description: linear st lead, 70cm; model #: sc-4316 lot #: 20367834 description: next generation anchor kit-sterile. The explanted devices were not returned to bsn they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptoms of fever and incision discharge were noted. It was believed that the infection was not device related and procedure related. Antibiotics were prescribed. The patient underwent an explant procedure.